Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient woke up in the middle of the revision procedure and the physician could not knock the patient down again. The revision procedure was aborted.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient's battery was implanted too deep. The patient was extremely obese and could not handle the anesthesia. It was also reported that the patient underwent an explant procedure per physician's preference and for the safety of the patient. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.